Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to and observed loss of capture at high pacing thresholds. When trying to extract the lead, the helix showed retraction issues. The medical doctor decided to leave the lead capped as it could snag on any heart structure while extracting with the helix extended. No additional adverse patient effects were reported.